Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the incorrect countback quantity was entered. A technical support specialist (tss) found that the customer did not have cycle count privileges and guided the customer on how to navigate within the cubex application to access the cycle count screen, select the item, and adjust the quantity on hand. The tss then requested the customer to reach out to an employee with the required cycle count privileges to complete the adjustment. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini an incorrect countback quantity was entered by the user while issuing morphine sulfate 100 mg/5 ml (bottle [15 ml]).the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.